Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shock. Externalized conductors were observed via diagnostic imaging. Noise was also noted. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the tip measuring 53.3cm was returned for analysis. Internal insulation abrasion was found at 13.1-14.7cm from the distal tip. The etfe coating was intact at the same location.

Manufacturer narrative:
No medwatch form was received.